Manufacturer narrative:
Investigation was concluded: the customer reported that the system rotated without being commanded. The field engineer (fe) was dispatched to the customer site and could not reproduce the issue. The fe decided to replace the control insert switches proactively. No patient or user injury was reported. The fe was dispatched to the customer site and replaced the c-arm board and c-arm transition board to resolve the issue. The control insert switches and pcbs were not returned for further investigation. Further investigation could not be performed as the parts were not returned based on a review of the complaint, the likely cause of the uncommanded movement is due to an issue with either the c-arm board or c-arm transition board. A possible cause of the issue could be related to natural wear and tear due to high part age. The pcbs were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk was calculated is considered very low based on the occurrence. Future events will be monitored and trended. The complaint review identified the c-arm board and c-arm transition board were original to the system therefore a DHR review is required. There were no discrepancies noted in the DHR. The c-arm transition board was installed with no issues noted. The c-arm board was installed under with no issues noted. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 9/18/2017, system installation date: 10/3/2017, unique device identified (UDI): (B)(4).

Event description:
It was reported tat during a selenia procedure on january 29th , the c-arm was rotating on its own. A field engineer examined the equipment and could not reproduce the symptom. Proactively the c-arm switch was replaced on both banks left and right. All button functions were tested and the equipment met the manufacturer´s specifications. No other information is available. No patient or staff injury reported.